Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized due to high blood glucose levels. It was reported that the customer showed symptoms consistent with high blood glucose levels including nausea, vomiting, slurred speech and disorientation. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised that the insulin pump was working as designed. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)